Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was found to be in back-up mode. The ICD was not used. There were no patient consequences.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of device image found the device went into backup mode due to bus error. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined.